Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support with a complete pump reset, successfully resolving the issue, and was able to start a new sensor session without further errors.